Event description:
The time of event is unknown. There was no report of patient harm. Insertion flexible tube (ift) steel braid piercing .

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ed34-i10t2-us is available in the USA with a 510k number k192245. We checked the returned unit and confirmed that the bending rubber steel braid piercing . Based on the result, we concluded that it was caused due to the physical damage applied on the bending rubber. In addition, we confirmed that the air nozzle clogged; however, it is not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0628(ift)"" and/or the risk analysis results, it was evaluated to submit MDR.